Event description:
It was reported by service report that the jack was unable to pump up. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing and a follow-up report may be submitted.